Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple alarms and warnings but no reboots. An inspection of the pump showed no physical damage to the battery cap or battery compartment. The battery cap was able to tighten on to the pump securely. The pump was exercised for 24 hours with no power loss. The pump was opened and no internal damage or moisture was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. Reportedly, during battery changes, multiple new batteries had to be re-inserted before the pump powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.